Event description:
A customer contacted beckman coulter and stated that the coulter gen-s instrument intermittently recovered approx 1 gram higher hemoglobin (hgb) results on 4 patients when compared with hgb results obtained from different instruments. The customer indicated that the bias in the hgb results were discovered when delta checks failed and the repeated results from the backup instruments did not match the coulter gen -s results. Patient a: the hgb result generated by the coulter gen-s instrument was 16.5g/dl, and 15.5g/dl and 15.4g/dl from the other 2 instruments. Patient b: the hgb result generated by the coulter gen-s instrument was 12.9g/dl, and 11.9g/dl and 11.8g/dl from the other 2 instruments. Patient c: the hgb result generated by the coulter gen-s instrument was 10.7g/dl, and 10.1g/dl and 9.9g/dl from the other 2 instruments. Patient d: the hgb result generated by the coulter gen-s instrument was 12.8g/dl, and 12.0g/dl and 11.9g/dl from the other 2 instruments. The erroneous hgb results were not reported out of the lab and there was no change to patient treatment as a result of this event.

Manufacturer narrative:
Investigation summary: qc was performed before the event. The instrument is currently performing within qc specifications. The samples were collected in 5cc, vacutainer tubes and were stored at ambient temperature for 2 hours prior testing. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered a broken solenoid 18 and mis-threaded tubing at vl4. The fse replaced solenoid 18 and pinch valve for vl4. The fse ran startup, reproducibility, controls and patient samples with acceptable results. As of 05/24/07, no other problems were reported from this account. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.